Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report the discordant phenytoin result. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse performed the sample probe alignments and found the sample probe to cuvette bottom alignment very high. The cse corrected alignment. The customer performed testing on the patient sample with expected results. The customer performed quality control (qc), and result was in range. A siemens headquarters support center (hsc) specialist reviewed the escalation data. Phenytoin is an inverse, small sample volume assay. If the sample is not dispensed completely the resulting relative light units (rlu) will be lower causing a higher dose value. The poor alignment of the sample probe to cuvette bottom could cause this dilution issue. While the system is now performing as expected, the sample probe alignment issue could not be tested for verification as the cause. The cause of the discordant phenytoin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, phenytoin result was obtained on (B)(6)2017 on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). On (B)(6)2017 the sample was initially run neat, resulting above the assay range. The sample was repeated on the same instrument, resulting lower. The repeat result was reported to the physician(s). A new sample was obtained from the patient and tested on (B)(6)2017, neat, and the sample recovered higher than the previously reported result of 25. The customer then repeated the sample from (B)(6)2017 with several manual dilutions, and the results matched with the results obtained on (B)(6)2017. The corrected repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant phenytoin result.